Manufacturer narrative:
Technical services noted the ???? Confirmed that the threshold test was done in auto mode not in manual mode. There was no conclusion as to why the device failed to recognize the loss of capture and issue backup pacing. All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a threshold test with this pacemaker there were several beats of loss of capture. There was no surface electrodes on patient but v-ER egm channel showed loss of capture and patient noted feeling a little tired and symptomatic at that time. The test was run twice with the same results. In both cases, caller had to cancel the threshold test and then observed the results table for the threshold test. Due to these results the caller programmed automatic capture off and programmed the outputs adequate for safety margin. Auto capture had been programmed on permanently prior to this patient's visit and the patient reported no symptoms prior to the visit.